Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl and 469 mg/dl. The customer reported that they treated the high blood glucose with the insulin pump and they changed the infusion set. Customer also reported insulin flow blocked but the issue was resolved with troubleshooting. Insulin exited. Products will not be returning for analysis.